Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was intermittently inaccurate. Customer did not know how the pump time intermittent became inaccurate. Reportedly, the customer adjusted the pump time to be accurate. There was no adverse impact to customer's blood glucose level.